Event description:
It was reported that an unknown substance was leaking from the system 7 sternum saw upon service repair return to the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, leaking, was not confirmed. During the inspection the service technician, mechanical manufacturing engineer, and diagnostic engineer were not able to observe the reported comment, and the device met all qip and performance specifications regarding the reported event. There was no failure found. The device was not repaired but returned to the customer.

Event description:
It was reported that an unknown substance was leaking from the system 7 sternum saw upon service repair return to the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.